Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) of 51 mg/dl. Reportedly, customer's basal rate settings were too high. Juice was consumed to treat bg level. Recommendation was made to consult with healthcare provider regarding diabetes management. Additionally, it was reported that the battery gauge was fluctuating. Reportedly the customer continued to use the pump for insulin therapy.